Event description:
It was reported that during a cardiac ablation procedure, the guidewire got stuck in the lumen of the loop catheter and could not pass through. Multiple attempts to insert and remove the guidewire were made, but the issue was not resolved. The loop catheter was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012735459 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, or handle. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during insertion and retraction of the guidewire; the guidewire was observed to be stuck at the spiral array tip. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity and hipot testing did not reveal any anomalies. During further inspection of the array, it was observed that the guidewire lumen did not completely bottom out inside the preformed distal tip hole (the guidewire lumen had incomplete engagement with the tip's internal stop), foreign material was observed in the distal tip hole, and the guidewire lumen distal hole was observed to have a narrow inner diameter. In conclusion, the catheter failed the returned product inspection due to foreign material in the guidewire lumen tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.